Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿right-side rupture". Device remains implanted.

Event description:
Device has been explanted.

Event description:
Patient reported ¿right-side rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat, device appearance (observed 40 mm dark patch edge material inside gel device) and broken shell. The device was under weight. . A microscopic analysis was performed which identified a sharp edge opening with non-penetrating nicks assessed as surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp edge opening with non-penetrating nicks due to surgical impact, and non-penetrating nicks. Additional, changed, and/or corrected data: d.9; h.3; h.6.